Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of medical records by a health care professional indicated from the (B)(6) 2016 ae form: a "nerve injury" with a reported duration of 9 months. The form also reports it band syndrome with popliteal tendonitis. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02087, 0001825034-2019-02087, 0001825034-2019-02088, 0001825034-2019-02089, 0001825034-2019-02090, 0001825034-2019-02097, 0001825034-2019-02098, 0001825034-2019-02099, 0001825034-2019-02118, 0001825034-2019-02119, 0001825034-2019-02120, 0001825034-2019-02121, 0001825034-2019-02122, and 0001825034-2019-02123. Concomitant medical products: vngd ssk 360 femur r 67.5 catalog#: 185265 lot#: 3135557, bmt 360 tib 5.0 offset adapter catalog#: 185211 lot#: 877110, bmt 360 tib tray 71mm catalog#: 185203 lot#: 742110, bmt splined knee stm v2 16x80 catalog#: 148306 lot#: 228980, bmt 360 tib 5.0 offset adapter catalog#: 185211 lot#: 877110, vngd ssk psc tib brg 14x71/75 catalog#: 183884 lot#: 570930, vg 360 dst fm ag 67.5x5 ll/rm catalog#: 185325 lot#: 070110, vg 360 dst fm ag 67.5x10 rl/lm catalog#: 185385 lot#: 524090, vg 360 univ pst fm aug 67.5x10 catalog#: 185425 lot#: 630500, bmt 360 tib aug 71x5mm catalog#: 185223 lot#: 308640, bmt 360 tib aug 71x5mm catalog#: 185223 lot#: 272390, bmt 360 tib lg cruciate wing catalog#: 185651 lot#: 222010. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right total knee arthroplasty revision. Subsequently, during the clinical study, the patient experienced two reported episodes of falling, and experiencing moderate pain, tingling, numbness with it band syndrome, popliteal tendonitis, and required two injections with a final referral to a neurologist for the ongoing symptoms. No revision of any components at this time.